Event description:
Preoperative discussion with the patient's parents included plans for intraoperative and postoperative pain management with the placement of an epidural/caudal catheter. After the patient's induction of anesthesia, the area for placement of the catheter was prepared in an aseptic fashion. An 18g angiocath was utilized to serve as a conduit for placement of the epidural catheter into the caudal epidural space. The appropriate placement of this angiocath was confirmed with the injection of a small volume of normal saline. A braun perifix epidural catheter was then advanced through the angiocath; resistance to passage was encountered at the point when epidural catheter reached the end of the angiocath. A couple of small manipulations done to facilitate passage were unsuccessful and it was decided to remove the catheters and make another attempt. On attempt to withdraw, some resistance was met in removing the catheter. With a small amount of tension, the epidural catheter came out and inspection of the tip indicated that the end of the catheter has sheared off and remained in the patient. The angiocath that had been utilized as a conduit was completely intact, with no kinking that might identify a traumatic placement. Rptr attempted to identify the retained piece of catheter's location with fluoroscopy, as the labeling indicated the catheter was radiopaque. Rptr was unsuccessful and then used a second catheter (laid on the surface of the patient) to see if that was visible with imaging, and it was not. The physician and rptr then discussed the scenario with a neurosurgeon that was available while preparing for a procedure. After discussion with the neurosurgeon, it was elected to avoid any invasive procedure to retrieve the catheter fragment (no emergent complications for it to remain at present location, epidural or otherwise) and to proceed with the planned procedure. With further evaluation as to why the events transpired, comparison of the two catheters revealed a defect in the integrity of the second catheter at the same distance at which the involved epidural catheter had sheared off.